Manufacturer narrative:
(B)(6)

Event description:
This was a lead extraction procedure to remove three leads due to bacteremia. The first two leads (mdt 6947 and mdt 4076) were extracted successfully using an lld-ez and 14f glidelight laser sheath. The third lead (mdt 4194, lv) was prepped with an lld-ez and a 14f glidelight was used initially for the extraction. The lld-ez slipped out, ending in the subclavian, and an additional suture was added for traction. A 9f tightrail was then used to extract. The handle actuated once and the lead broke at the entry point leaving no lead left to traction. The remaining lead was snared successfully with an ensnare using a femoral approach. The patient was discharged per operative plan and experienced no ill-effects from the complication.